Event description:
It was reported that the patient was experiencing palpitations. Upon interrogation, the atrial lead exhibited noise. The patient was experiencing palpitations. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.